Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator's etco2 port was not working and was damaged. The device displayed an etco2 equip malfunction inop. There was no reported patient involvement.